Event description:
It was reported that the catheter was inserted using an anterior approach to the right internal jugular vein. During removal of the spring wire guide, it separated and a portion was retained. The retained piece of wire was removed via the right femoral vein under x-ray. There were no further complications.